Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Bleeding upper gum right above toothline [gingival bleeding]. Stab/cut upper gum right above toothline [gingival injury]. The metal piece where the head attaches to is broken, brush head came off when brushing [device breakage]. Consumer called stating that as his daughter was brushing her teeth, the brush head came off; the metal piece where the head attaches to the handle was broken. No serious injury was reported.